Event description:
The leak was discovered during fluid priming. It was not in use with a patient. This leak was different than the previous leaks that we have reported previously; it leaked out the outer seal and not through the gas port.